Event description:
Additional information received indicated that lead fracture was suspected. However, no evidence of fracture was noted via review of x-ray and upon visual inspection in the pocket.

Event description:
It was reported that a patient received inappropriate shocks due to oversensing. It was noted that the patient must have fallen on his front after tripping over, due to noticeable bruises on the face. The lead was capped and replaced.